Manufacturer narrative:
The AED was returned to the manufacturer and subjected to functional and visual evaluation. Inspection identified physical damage to the housing consistent with a drop or significant mechanical impact. Both lower case mounting bosses were fractured, indicating device abuse conditions. Bench testing was performed, including automated self-tests and three delivered shock tests (149-151 joules), all of which met specifications. Internal circuit boards were inspected and no visible electrical defects were observed. The device operated as designed during testing. Review of device history indicated intermittent service codes (150/151) previously cleared through manual self-tests and associated with operator handling. Excessive user-initiated self-testing and periods of depleted 9-volt batteries were also noted in the historical record. The reported event could not be reproduced, and the interference condition observed in the event log could not be recreated. Based on evaluation results, the device was determined to function as designed. No device malfunction attributable to design or manufacturing was identified.

Event description:
A third-party service provider reported that a customer's AED was used during a rescue attempt; however, no clinical details or confirmation of the circumstances were available. The reporter questioned whether the AED advised a shock and requested a review of the device data. Review of the downloaded event log identified a patient use event lasting approximately 13 minutes. During the event, the AED performed rhythm analyses and generated shock advisories. Two advised shocks were not delivered due to detected signal interference, and a subsequent advised shock was not delivered. No additional information regarding patient condition, treatment sequence, or outcome was provided by the reporter at the time of reporting. The device was removed from service and returned to the manufacturer for evaluation.